Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Event description:
A customer reported that during surgery, when performing a vitrectomy, the surgeon experienced no or very low suction. The vitrectomy handpiece was switched out three times and the system was rebooted, but low suction was still experienced. There was enough suction power for the surgeon to complete the case. There was no harm to the patient.